Manufacturer narrative:
(B)(4). Additional investigation summary: one each intact & one each open complaint sample was received for evaluation in intact condition. Open sample had only needle & foil packaging. During visual inspection of needle bore, suture remains were not found. Needle swage end had die punch impression of dies. Needle pull failure may be a cause. Intact sample was also opened & visually inspected. The suture was physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needle was inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. Further needle pull test was conducted on received sample to eliminate possibilities of needle detachment from suture. Needle pull test value of the received samples met the usp average & individual needle pull strength requirement. Also five retain samples of the incident code and lot number was retrieved for analysis. These packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. These packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Sterilization run record was reviewed and found to be as per requirements. Finished goods record was reviewed for fg release parameters like diameter, tensile strength value, needle pull-off value & extractable color at release and was found to meet the specification. From the above analysis it is evident that there was no issue related to the suture quality and processing of this incident lot. Minimum needle pull test value of the retain sample was found and meets the usp individual needle pull strength requirement. The average needle pull value of retain sample was found to meet the usp average needle pull strength requirement. All the individual needle pull off values for retain sample were found above usp individual specification requirement. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Batch manufacturing records of nw3328 / b9043 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed for and found to meet the specification requirement.

Event description:
It was reported that the patient underwent laparotomy on an unknown date and suture was used. The suture broke at the swage during the procedure. The procedure was completed successfully. There were no adverse patient consequences reported.